Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 35 minutes after starting treatment with a polyflux 140h dialyzer, the patient experienced difficulty breathing, chest tightness and the blood pressure (bp) had increased to 176/103mmhg. Treatment was stopped and the extracorporeal blood was returned to the patient. The patient received dexamethasone 5mg and IV 20ml 50% glucose (blood glucose was measured to be 6.2mmol/l). Forty-five minutes later bp was 138/91 mmhg. The dialyzer was changed to a fb150 dialyzer. It was reported two hours and ten minutes after the events began the patient¿s symptoms were improved, bp155/12mmhg. Two hours and twenty-five minutes later treatment was completed and bp was bp155/96mmhg. No additional information is available.